Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rossi, s., perticarini, l., ghiara, m., jannelli, e., cortesi, l., & benazzo, f. (2022). High survival rate at mid-term follow up of porous tantalum cones for bone defects in revision total knee replacement: a 3-11 years follow up report. The knee, 35, 175¿182. Https://doi.org/10.1016/j.knee.2022.03.007.

Event description:
It was reported that three patient's articular surfaces were revised due to residual instability and ligament laxity. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.